Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator and cardiotomy venous reservoir the customer reported a flow issue. The patient was on bypass for 5 minutes, when the issue was observed. The pump was used in an ap40ast. The device was replaced to complete the procedure. There was no reported adverse patient effect associated with this event.

Event description:
Medtronic received information that during use of a fusion oxygenator and cardiotomy venous reservoir the customer reported a flow issue. The patient was on bypass for 5 minutes, when the issue was observed. The pump was used in an ap40ast. The device was replaced to complete the procedure. There was no reported adverse patient effect associated with this event. Medtronic received additional information that the claim was that there was decreased flow through the oxygenator. They did not observe a visible clot that would suggest a clotting issue.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results are as follows: 189 mmhg blood side pressure drop. Reason for return was not confirmed. Additional information received stated that the reported issue was with the oxygenator, rather than the cardiotomy/venous reservoir. This shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.